Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed, because the pump was not available for evaluation; however, approved labeling lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient had another reported event (reference MFR # 2916596-2015-00589); however, it was reported on (B)(6) 2015 that the patient was doing well. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that interrogation of the patient's system controller revealed the pump speed was 8200 rpms at the time of the suction event on (B)(6) 2015. The system controller was programmed to run the lvad at the preset fixed speed of 9400 rpms, with a low speed limit was set at 8000 rpms. The onset of evidence of device thrombosis first displayed on (B)(6) 2015. In response, the patient was treated with heparin IV. A 2-d echocardiogram (echo) was performed showing a dilated left ventricle with a left ventricular internal diameter end diastole (lvidd) of 6.2 cm. The patient had severe global hypokinesis with a left ventricular ejection fraction (lvef) of 10%. Contrast echo did not show left ventricle thrombus. The patient's inr was therapeutic at the time of the event at 3.0. The patient was supposed to be maintaining inr between 2.5-3 with coumadin at 7.5mg and aspirin at 81mg. The patient was reported to not have any clinical history that may be relevant to this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a suction event on (B)(6) 2015. The pump had an abnormal hum and exhibited high pump powers and estimated flows. The patient's mean arterial pressure was in the 90's mmhg. The patient's international normalized ratio (inr) was subtherapeutic and he admitted to not taking his coumadin/medications. His weight had increased associated with a poor diet. The patient was admitted to the hospital on (B)(6) 2015; all issues resolved and the patient was discharged on (B)(6) 2015. It was reported that the patient events were related to patient non-compliance. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 66 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.